Manufacturer narrative:
The subject device was evaluated. Device evaluation and inspection found material stuck at the suction cylinder unit. Service repair noted that the ch-tube (channel) clogged with what appears to be a customer tool part. Other findings during device inspection are: wear down of angle wires , lg (light guide) lens found cracked, adhesives scratched. Based on evaluation findings the customer reported issue of "device is clogged" was confirmed as channel tube was found clogged with foreign material stuck on the channel. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Event description:
Customer sent repair request for issue of device is clogged. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found foreign objects from the device channel tube. This report is being submitted for foreign objects found on the device channel tube.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, and since the clip was discharged from biopsy channel and there was a part of broken component in suction cylinder, it is likely that: since clip was sucked with jaw opened, the clip was stuck in biopsy channel, and couldn¿t be discharged by brushing. The clip was accidentally sucked and stuck in biopsy channel because there was a part of broken component in suction cylinder, and suction valve was continued to be pressed without returning. A definitive root cause cannot be identified. Regarding countermeasure when clip is sucked, instructions for use (IFU) of the subject device warns not to suck solid matter including clip. "If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter are discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 50, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus." Although the type of clip could not be specified, as for clip produced by olympus (hx series, etc.), IFU warns the possibility of clip stuck in biopsy channel when sucked the clip by device, and states how to handle stuck as follows: "chapter 3 preparation, inspection and operation clipping tissue: when aspirating body fluid via the endoscope, be careful not to aspirate a clip or clip connector which has been dropped inside the body cavity, as this could clog up the suction channel or cause the clip/clip connector to be stuck in the suction valve and disable the endoscope¿s suction function. If a clip or clip connector is accidentally aspirated into the endoscope, follow the procedure given in ¿removal of an aspirated clip or clip connector¿ on page 41." Although the type of clip could not be specified, as for resolution clip produced by boston, ¿procedure¿ in IFU prohibits retrieving unsheathed clip through biopsy channel. "Caution :do not remove an unsheathed open clip through the endoscope working channel, otherwise endoscope working channel damage may result." Olympus will continue to monitor the field performance of this device.